Manufacturer narrative:
The investigation determined that a lower than expected vitros bu result was obtained from a non-vitros (biorad) quality control fluid when tested on a vitros 350 chemistry system. A definitive assignable cause was not determined. The customer processed biorad quality control testing using a suboptimal bu calibration which likely contributed to the low result. In addition, the quality control testing was performed after maintenance actions without recalibrating first. Per vitros operator manual, calibration is appropriate if quality control results are unacceptable after correction factors are updated. However, it would not be expected that the magnitude of bias observed was solely caused by maintenance actions and the suboptimal calibration. An issue with quality control fluid handling and storage with the biorad control fluids cannot be ruled out as a potential contributor. The customer recalibrated the vitros bu assay following maintenance actions and acceptable results were obtained.

Event description:
A customer obtained a lower than expected vitros bu result from a non-vitros (biorad) quality control fluid when tested on a vitros 350 chemistry system. Biorad level 3 vitros bu result of 1.69 mg/dl versus the expected result of 5.05 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros bu result was obtained from a non-patient fluid, the customer discontinued routine patient testing during the time interval. Ortho has not been made aware of any allegation of actual patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).